Event description:
A customer reported that a valkyrie disposable power driver (ref. No. (B)(4), lot no. 250021-1345, expiration date: 02/23/2028) malfunctioned during use in a coronary artery bypass graft (CABG) procedure. The device did not function as intended while being used by the surgeon. The driver was removed from the surgical field, and a replacement device was opened and used to continue the procedure. No patient injury was reported.

Manufacturer narrative:
A device malfunction was reported in which the device did not perform as intended. No clinical signs or symptoms were reported, and there were no health consequences associated with the event. The device was not available for evaluation; therefore, the investigation was limited to a review of available information, including event details and relevant records. No definitive findings were identified that could explain the reported malfunction. As a result, a specific root cause could not be determined based on the information available at this time.